Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient receiving fentanyl via an implanted pump. Indication for use was noted as other chronic/intract pain (trunk/limbs) and spinal pain. The patient reported that their pump had been alarming since friday ((B)(6) 2016). The alarm was new. The pump had been beeping every 10 minutes since friday. The patient was advise to have their healthcare provider (hcp) check the pump as soon as possible but the patient stated that the hcp would not do anything and told the patient to contact the manufacturer. Additional information received from the healthcare provider (hcp). The hcp reported that the pump alarm did not go off. The patient had phoned the manufacturer because they weren't getting medication. It was noted that "parts need to be replaced."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.